Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. A root cause for the reported event could not be determined. The patient was being extubated and awakened from anesthesia and went into respiratory arrest. Per the treating surgeon, the patient had a collapsed airway. Multiple attempts were made to intubate the patient. The fourth attempt to intubate the patient was successful. The patient was stabilized and moved to the post anesthesia care unit (pacu). The reported event is unrelated to any alleged deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the aquabeam robotic system. Based on the event details plus a review of the treatment log files, DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation therapy, the patient was being extubated and awakened from anesthesia and went into respiratory arrest. Per the treating surgeon, the patient had a collapsed airway. Multiple attempts were made to intubate the patient. The fourth attempt to intubate the patient was successful. The patient was stabilized and moved to the post anesthesia care unit (pacu). The patient is reportedly doing fine. No malfunction of the aquabeam robotic system was reported.